Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per customer (B)(6) 2022 due to poor packaging and insert information, a portion of the sheath for this device was inadvertently inserted into an endoscope (pr352710), but upon removal of the device a portion was left inside the scope undetected. The scope was sterilized and utilized twice (pr354892 and pr354893) prior to extrusion of the retained fragment on the 3rd cleaning. Additional information received on 15-feb-2022. Removable adaptor/label of zimmon biliary stent pusher not removed prior to placing in endoscope. Product design makes it appear that adapter is part of pusher and should remain on pusher during use. Adaptor,' label came off inside of scope upon removal of the stent pusher.

Manufacturer narrative:
Device evaluation: 1 x zebd-10-3 device of lot cf1710040 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. It should be noted that this file is related to other complaint files. For details of the other investigation please refer to (B)(4) (report reference number 3001845648-2022-00095) and (B)(4) (report reference number 3001845648-2022-00096) document review: prior to distribution zebd-10-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for lot cf1710040 confirmed that this failure has not previously occurred with that lot number. Based on the information to date, there are no manufacturing issues associated with lot cf1710040. It should be noted that the instructions for use states the following: "this device is intended for single sue only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease". "The positioning sleeve or the pigtail straightener is not intended for use in the accessory channel of the endoscope". There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the insertion of the shrink tube of the catheter into the endoscope. Zebd-10-3 device sets do not come with an adaptor, the shrink tube on the catheter provides the user with size compatibility information. As per input from product management, this is the most likely root cause. Summary: the complaint is confirmed based on customer testimony. There is no information available regarding patient outcome, however, should any new information be made available, this file will be reopened and updated accordingly. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.